Event description:
Additional information received from the consumer reported that they weren¿t sure what the circumstances were that lead to the issue and stated it was either a change to the device programming or not working properly. The patient noted it needed to be reset and different cycles written down. The patient had an appointment with a manufacturer representative 1-may-2017 to take care of the issue.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was looking to get a program adjustment to get stimulation down to their feet. The patient called to get a hold of a rep for their appointment. Patient services reached out to the rep's in the area via email. The email was forwarded to all reps in the area. The reps confirmed and forwarded another email to the hcp office.

Event description:
Additional information was received from the patient. It was reported that the patient had an appointment with a manufacturer representative to get him to adjust the patient¿s stimulator on (B)(6) 2017 at the managing doctor¿s office. It was reported that patient didn¿t remember her weight at the time of the event, but she weighed (B)(6) as of (B)(6) 2017. The patient had not been able to use the stimulator since (B)(6) 2016. She tried to but it wouldn¿t take away the spasms in her foot.

Event description:
Additional information was received from the patient. It was reported that they were unable to get stimulation to their feet. The patient was to follow up with their healthcare provider (hcp). It was noted that the issue started in (B)(6) 2016. Indication for use is radicular pain syndrome (radiculopathies).

Event description:
Additional information was received from the consumer. It was reported that the patient met with a manufacturer representative (rep) who changed the patient to group c, since group a,b, and d weren't working. The patient stated they charge every day and group c was programmed at a very high intensity to where she didn't feel it. The patient stated the change covered the pain in their foot, which is where they needed the therapy. The pain was resolved on (B)(6) 2017. On (B)(6) 2017, the patient stated they were almost fully charged, so they kept charging, and then it felt like the group was no longer working and they had a return of pain in their foot/leg. The patient reported a 006 error code, which was resolved after clearing. The stimulation was off, so the patient turned stim back on and set it to a comfortable level. The patient mentioned they had trouble working the equipment, but later clarified that they forgot how to use it and there was no issue with the equipment. The rep showed the patient how to use the equipment again.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome. It was reported that the patient had a loss of therapy and indicated they previously was able to get coverage on their right foot but now they are only able to get coverage in their legs and it does not go down to their foot. Patient reported having pain and was unable to increase pass 40hz.

Event description:
Additional information was received from the patient. It was reported that their implantable neurostimulator (ins) needed to be reprogrammed. When the patient last met with a manufacturer representative, they were told that the ins didn¿t have enough charge to fix the situation. The patient stated that they recently moved and had an appointment scheduled with their new pain management physician on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had met with the representative and he adjusted stimulation and put a new program in on (B)(6)2017. It has helped with the pain about 80%. The patient said she is pretty satisfied with it. She said it is helping pain in right foot for peripheral neuropathy and in leg chronic radiculopathy. No further complications were reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This section contains all currently applicable codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2018 reporting that in 2017 they had a lot of pain in their big toe from peripheral neuropathy of the foot. The implantable neurostimulator (ins) was for their leg. After high density programming was added by a manufacturer representative, the issue was resolved. No further complications were reported.